Event description:
It was reported that a 6f angio-seal was deployed by a certified physician at approx 4:30 pm following a heart cath procedure and femoral angiogram. It was perceived to be a "good deployment". The pt left the cath lab in stable condition and the groin puncture site appeared "in normal limits". On the ward, routine labs were drawn the following day at 5am which showed a significant drop in hgb/hct. Prior to procedure hemoglobin was 11, at 5am hgb=8.4; hct=26. A CT scan revealed a large abdominal/inguinal hematoma. IV fluids, blood products and emergency measures failed to restabilize the pt and pt expired. The physician did not believe that the angio-seal device contributed to the pt's rapid decline and stated that the arteriotomy may have been a back wall puncture.